Manufacturer narrative:
The patient gender was not reported. (B)(4). Approximate age of device - 2 years, 4 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to chest pain. Bare metal stents were placed in the mid and proximal right carotid artery (rca) due to occlusions. The patient was initiated with plavix. Lactate dehydrogenase (ldh) continued to increase to 966 u/l. There was no reported organ dysfunction, and 3d CT scan revealed no abnormalities of the inflow conduit and outflow graft portions of the device. On (B)(6) 2017, a pump exchange was performed via subcostal incision. The patient was weaned off from cardiopulmonary bypass (cpb) and supported on dobutamine with intermittent milrinone and epinephrine. Upon explanting, a clot was observed on the rotor of the pump.

Manufacturer narrative:
The explanted pump was returned assembled with the driveline cut approximately 11 inches from the pump housing and a 27 inch portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Examination of the pump blood-contacting surface found a laminated ring of tissue-like thrombus adhered around the inlet bearing ball. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. In addition, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated in the outlet stator blades. The lack of lamination and structure indicated that the deposition did not originate there. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated ldh. Visual inspection of the pump bearings and bearing cups found no anomalies. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.